Event description:
Pt was transferred from a marisa lift into a wheel chair. In the process of transferring the pt, the certified nursing assistant was trying to unhook the sling and the pt weight fell onto the certified nursing assistant. Certified nursing assistant collar bone broken and rotary cuff swollen.